Manufacturer narrative:
Event date not specified. Date of report: 01may2019. Customer troubleshot the unit and found it would not hold pressure. Customer found test fitting being used was not working. Customer used another test fitting and unit passed testing. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit failed system leak test. The customer reported there was no patient involvement.